Manufacturer narrative:
The device was sent to the resmed technical service center for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed the message "switch off" and the function "confirm/cancel" was missing. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported failure was confirmed and was reproduced in house at the design facility. The investigation determined that the reported failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. (B)(4).